Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A consumer reported that the patient was receiving baclofen via their implanted intrathecal pump. The manufacturer / type of baclofen, drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity. The patient was in an accident on (B)(6) 2014 which paralyzed the patient. The pump was refilled in (B)(6) 2015. Following the pump refill, the patient woke up the next morning and her stomach and legs started to spasm. The problem was getting worse and the patient had been trying to deal with the issue and it had gotten to the point where she couldn't handle it which was the reason she visited an emergency room (ER) on (B)(6) 2015. The reporter believed it was not working because she was having spasms. The patient needed to follow-up with a healthcare provider (hcp) and requested physician listings as the patient had a past due amount with the current hcp. The patient was searching for a physician that takes medicaid. Physician listings were provided as requested. No further information was provided. Additional information requested included steps taken to resolve the stomach and leg spasms and contact information of physician involved with the event.

Event description:
The patient later reported that she was treated for a urinary tract infection which was the cause of most of the spasms she was having.

Event description:
Additional information was received from a healthcare professional on (B)(6)-2015 and it was reported that the patient had frequent utis (urinary tract infections) that were treated with antibiotics specific to the patient's strain. Per the reporter, the patient always complained of spasms when she had utis, and the utis were not related to the patient's device or therapy. She was unaware of any diagnostics, troubleshooting, or actions taken regarding the spasms or uti beyond giving antibiotics and she did not have the date that this had happened. She said the uti had since resolved. She had no additional information regarding the event.